Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2 reference MFR report: 3008829311-2017-00005. It was reported the patient underwent a trial implant procedure and 2 drg leads were placed and afterwards began experiencing drainage from the incision site. The fluid was determined to be cerebrospinal fluid (csf) and the physician removed the trial leads (date of lead removal was not provided). The patient was asymptomatic.